Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that her reservoir would only fill up halfway, and there are air bubbles. The customer already changed the reservoir and infusion set. The blood glucose was 145 mg/dl. Advised that the reservoir will be replaced. Nothing further reported.

Manufacturer narrative:
One opened/used reservoir was tested per specifications and it failed, transfer guard was occluded.